Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a tumor removal surgery on the spine the grip of the handpiece was hot. The procedure was completed. Successfully using back-up equipment with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported that during a tumor removal surgery on the spine the grip of the handpiece was hot. The procedure was completed successfully using back-up equipment with no delay, medical intervention, or adverse consequences reported.